Manufacturer narrative:
The e801 analyzer serial number was (B)(4).

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 78.7 pg/ml. The repeat result was 48.4 or 48.8 pg/ml. Clarification on which result is correct has been requested. The sample was repeated twice more with results of 34.6 pg/ml and 35.2 pg/ml. The initial result was not reported outside of the laboratory.

Manufacturer narrative:
Calibration and qc were acceptable. There were 29 sample-related alarms on the alarm trace between (B)(6) 2024. Based on the information provided, the cause of the event could not be determined. The alarm trace data suggests a sample quality issue at the time of the event. The investigation did not identify a product problem.